Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. However, based on the results of the investigation, it is likely that the unstable image malfunction occurred due to an electronic failure of the serial digital interface (sdi) cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the serial digital interface (sdi) cable produced unstable images and cable malfunction. There was no patient involvement.